Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that prior to a routine procedure, this right ventricular (rv) lead was found to exhibit high out of range shock impedances. The physician plans on scheduling a lead revision procedure. At this time, this rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that prior to a routine procedure, this right ventricular (rv) lead was found to exhibit high out of range shock impedances. The physician plans on scheduling a lead revision procedure. At this time, this rv lead remains in service. No adverse patient effects were reported. Subsequently, additional information was received that reported that a lead revision procedure was performed. This rv lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.